Manufacturer narrative:
D10 concomitant products: unknown eea, unknown eea (lot#:unknown) arturo estrada. "The impact of reduced intraoperative mean arterial pressure on postoperative hemorrhage in bariatric surgery". 2025. Surgical endoscopy (2025) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study examined the effect of intraoperative mean arterial pressure on the development of postoperative hemorrhage in adult patients who underwent bariatric surgery between 2015 and 2023. Endo gia was used in laparoscopic sleeve gastrectomy procedures and a competitor device was used in robotic procedures. In patients requiring gastrojejunostomy, anastomosis was performed using either eea 25mm, endo gia or hand-sewn. There were 102 patients with postoperative hemorrhage which was identified by computed tomography or ultrasound and required blood transfusions. The impact of reduced intraoperative mean arterial pressure on postoperative hemorrhage in bariatric surgery: arturo estrada, 2025, surgical endoscopy (2025)

Manufacturer narrative:
Correction: literature attachment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.